Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
On the day the implant was placed in ada site 18 in the mouth, the doctor elected to remove it due to too many implants being placed simultaneously. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
On the day the implant was placed in ada site 18 in the mouth, the doctor elected to remove it due to too many implants being placed simultaneously. The product will be forwarded to the manufacturer for investigation. There were no reported complications.